Event description:
Additional information was received from the consumer, healthcare provider and device manufacturer representative indicated that the pump was malfunctioning and that they thought the patient had an overdose. It was reported that the patient had lost consciousness, had ringing in their ears and "almost lost my life 2 days ago". The pump was interrogated and multiple stalls and recoveries were noted in the logs going back to (B)(6) 2020. The caller stated the stall on (B)(6) only lasted for 27 minutes (start 00:08, recovery 00:35), then on (B)(6) through (B)(6) there were approximately 8 stalls and recoveries. It was noted that the patient had not had any mris or other procedures. The patient did no report hearing any alarms.the circumstances that led to the reported issue were unknown; it was hypothesized that the hospital may have put a magnet over the pump to try to stall the pump. The pump was decreased by 15% and the patient was released from the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-05, additional information was received from the manufacturer representative (rep). They reported it was unknown if the cause of the patient's symptoms was determined. The cause of the motor stalls was requested. The rep stated, "magnet placed over pump based on apparent overdose". The actions taken to resolve the motor stalls was "magnet removed". The cause of the patient's inability to hear the active alarm has not been determined. They will bring the patient back in and check the residual volumes. The device would not be returned "because magnet was put over pump, we believed pump is functioning fine".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid and clonidine, dose and concentrations not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient was admitted to the ER (emergency room with overdose symptoms, not responsive. The patient was currently on a narcan drip. The healthcare provider would like assistance to turn off the pump. The healthcare provider stated they do not have access to a clinician programmer to do any programming and it was noted that the patient had a ptm. The healthcare provider was redirected to the nas (national answering service) as well as contacting the managing physician which the reporter confirmed they were currently on the phone with him as well.